Event description:
During a remote follow-up, decreased sensing and post-sensed t-wave oversensing (pstwos) episodes were observed on the right ventricular (rv) lead. Technical support was contacted and provided reprogramming recommendations. The device was then reprogrammed as an interim resolution. The patient is stable.